Manufacturer narrative:
Unit alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Event description:
Customer reported via phone call that insulin pump had pump error alarm. Customer reports they were able to clear the alarm. Customer able to complete rewind. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.